Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this ra lead passed out and broke her ankle due to syncope. There was a brief atr mode switch that lasted about 2 minutes. Undersensing was observed on the iegm and there was also atrial tachy that was causing the device to pace at mtr of 120 bpm most of the 2 minutes. There was oversensing of noise and programming and the patients condition that contributed to the event. There was no mention of a lead revision.